Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach insulation degradation adjacent to connector boot at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.